Manufacturer narrative:
Samples were collected in sst tubes and centrifuged for 3.5 mins. System check report shows that maintenance was run on 01/06/2009. The substrate portion failed, but was repeated immediately and passed. Qc data indicates qc was recovering within the established ranges prior to and on the day of the event. A field service engineer (fse) was onsite 01/12/2009: fse performed precision and wash valve cleaning. Fse verified ultrasonics and temperatures. Fse performed precision run which was acceptable. Fse verified the repair per established procedures and results met published performance specifications. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bci), regarding false low tbhcg results generated by the access 2 instrument for two pts. Customer tested a sample for tbhcg and obtained a result of 0.00miu/ml and upon repeat the results were 20.85 and 40.21 miu/ml. The second pt gave an initial result of 0.27miu/ml and a repeat result of 3.29 miu/ml. Per customer, they pulled seven pts samples due to more 0.00miu/ml results than normal. Two of them are described above and the other five repeated at 0.00miu/ml. The erroneous results were reported outside of the laboratory. It is unk if there was an affect to pt or user with regards to this event.